Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead and device were successfully implanted. Post procedure, an x-ray revealed a small pneumothorax. A follow-up x-ray revealed partial resolution and it was thought the pneumothorax would resolve without intervention. No further adverse patient symptoms were reported. In addition, this issue did not require a prolonged hospitalization. .